Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the stylet is confirmed, but a root cause could not be determined. One 3cg stylet was returned for evaluation an initial visual observation of the returned stylet revealed blood use residues throughout the returned device. A bend was observed along the stylet towards the proximal end of the stylet. A microscopic observation revealed kinks along the 6 distal most magnets along the coated region of the stylet. A break in the coating was observed. Approximately 19 magnets were accounted for along the distal end of the returned stylet. The break site was observed to have an elliptical shape with flared fracture edges. The fracture surface appeared shiny. A root cause for a break in the stylet could not be determined from the returned sample; however, kinking of the stylet/catheter and insertion of the stylet past the tip of the catheter may have contributed to the failure of the device. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the patient informed the staff at the time of placement, that he had not been able to benefit from a previous pac placement, as the surgeon had been unable to descend the catheter into the superior vena cava. When the PICC line was inserted, there was no difficulties in puncturing or placing the dilator. However, when raising the catheter, intravascular resistance occurred at around 25cm, preventing catheter placement in the superior vena cava. It was decided to cut the PICC line at 20cm and place it in the axillary fossa like a midline. On removal, the staff noticed that the tip of the catheter was twisted and that part of the internal guide was missing, measured at 3.2cm. A chest x-ray was taken, showing a foreign body at the crossroads of the brachiocephalic vein. Further treatment in a specialized interventional radiology department for removal of the guide fragment. No vital risk but requires additional interventional radiology to remove guide fragment. Hospitalization prolonged. Device in place. Guide fragment removal procedure planned.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient informed the staff at the time of placement, that he had not been able to benefit from a previous pac placement, as the surgeon had been unable to descend the catheter into the superior vena cava. When the PICC line was inserted, there was no difficulties in puncturing or placing the dilator. However, when raising the catheter, intravascular resistance occurred at around 25cm, preventing catheter placement in the superior vena cava. It was decided to cut the PICC line at 20cm and place it in the axillary fossa like a midline. On removal, the staff noticed that the tip of the catheter was twisted and that part of the internal guide was missing, measured at 3.2cm. A chest x-ray was taken, showing a foreign body at the crossroads of the brachiocephalic vein. Further treatment in a specialized interventional radiology department for removal of the guide fragment. No vital risk, but requires additional interventional radiology to remove guide fragment. Hospitalization prolonged. Device in place. Guide fragment removal procedure planned.